Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Event description:
While using a byte night aligners, patient reports that they have a chipped tooth and that it makes it to where none of their aligners fit without a gap. Further information requested from patient.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.